Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings; low suspend alarm and priming assistance. The customer's blood glucose reading was 493 mg/dl. The customer treated with insulin shots. The customer was assisted with changing the set, rewinding and priming the pump and fill cannula. The insulin pump was not returned for analysis.